Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced low blood glucose levels of 52 mg/dl. Customer's sensor started alarming the customer had no symptoms. The customer was treated for the low blood glucose with a bolus from pump. Customer¿s blood glucose level was 129 mg/dl at the time of the call. The customer's mother reported that they experienced high blood glucose of 279 mg/dl and was experiencing diabetic ketoacidosis. The customer declined troubleshooting. The insulin pump will not be returned for analysis.